Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16149. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6015018, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6015018 was manufactured according to the work instruction (wi) version101 and packaging in the multivac 14, on 31/aug/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5h01450 was manufactured according to the wi version 34 welding in the machine ls06 & ls07, on 30/aug/2025, with a total of (B)(4) units. The lot 5h01454 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 30/aug/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5h01294 was manufactured according to the wi version 18 in the gluing of connector in the line sc02, on 27/aug/2025, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported tha patient experienced four events in which infusion set tubing broke off the connector during insertion from (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.